Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, tandem-provided usb cable, and tandem-provided wall adapter . There was no adverse impact to customer¿s blood glucose level. New charging pad, usb cable, and wall adapter were sent to customer and pump reportedly started charging.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.